Manufacturer narrative:
(B)(4).  Physio-control has performed an initial device evaluation and has verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device was no longer detecting a connection through the defibrillation therapy cable assembly.  This issue was found during testing and there was no report of any patient use associated.

Manufacturer narrative:
The device was returned to the customer un-repaired.  The customer has advised physio-control that they have removed their device from service.  The cause of the reported issue could not be determined.